Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the tight left anterior descending (lad) artery. The physician advanced a promus element 4.0x28mm stent but due to the tightness of the vessel was unable to cross the lesion. The stent delivery system was removed from the patient and at that time it was noticed the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient status was reported as stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the tight left anterior descending (lad) artery. The physician advanced a promus element 4.0x28mm stent but due to the tightness of the vessel was unable to cross the lesion. The stent delivery system was removed from the patient and at that time it was noticed the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient status was reported as stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified no kinks along the entire length of the hypotube shaft. The device was returned with the product mandrel inserted and stent balloon protector attached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).